Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional in a clinical study reported that there was increased frequency. Interventions included medication of cefrin 250mg that was administered on (B)(6) 2013. Laboratory testing results showed positive for blood, negative for leuks and nitrites with bacteria noted on micro exam which was performed on (B)(6) 2013. The event was possibly related to the device or therapy and not related to the implant procedure. Per the medical record, the patient presents with 1 day history of gross hematuria resolved that morning. Associated with increased frequency over the last week and intermittent dysuria over the last 1-2 weeks. The issue was resolved without sequelae on (B)(6) 2013. No further patient complications have been reported as a result of this event. Additional information received reported that there was a urinary tract infection (uti). It was reported that the event was possibly related to the device or therapy as the patient had a history of chronic urinary tract infection. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a history of chronic urinary tract infections (uti). There were occurrences of uti on (B)(6) 2013 and (B)(6) 2015 since they were enrolled in the study. The cause of the uti was the patient's history of chronic urinary tract infection. There was a report that the uti was possibly related to the device or therapy. No further patient complications have been reported as a result of this event.